Event description:
Patient with history of mandibular hypoplasia was implanted with three matrix orthognathic screws on (B)(6) 2012 along with a non-synthes dental splint. Patient reportedly fell post-operative and the patient began experiencing pain. X-rays taken on an unknown date revealed radiolucent areas around the screws. The patient was returned to the operating room (B)(6) 2012 for removal of the three screws. This report is number 3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.